Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of over 600 mg/dl. The customer was treated with insulin pump. The customer was using the insulin pump within 48 hours of high blood glucose event. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.